Event description:
It was reported that, "the instrument broke while in use." There was no adverse consequences to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.